Manufacturer narrative:
The insulin pump received with no button response and a button error alarm due to moisture damage on electronic assembly. There was also moisture damage on the motor assembly. The battery out of limit alarm, low battery, and off no power alarm were unable to be verified due to lack of button response. No flashing back light noted. The following cosmetic damage was also noted: cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump received an off no power alarm. The patient's blood glucose at the time of incident was 294 mg/dl. Customer had a low battery and changed the battery to a new one, but the backlight just kept flashing. He also reports that his bolus button is unresponsive. Customer states that the pump was exposed to sweat. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.